Manufacturer narrative:
5/12/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used for vessel stripping. The clips and the jaws scissored and cut the vessel. The surgeon applied another device to ligate the vessel and sutured to complete the procedure without pt injury.